Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat the mid left anterior descending (lad) coronary artery with 50% stenosis. The copilot side arm was being connected to the pressure system but it was not possible because the screw thread of the side arm of the copilot was not in the correct place or absent. Another copilot was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported loose or intermittent connection was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. However, a review of the complaint history of the reported lot revealed similar complaints from this lot, indicating there is a potential quality issue. Therefore, an investigation was initiated to evaluate the copilot complaint regarding the reported loose or intermittent connection events.